Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifted downstream occlusion (dso) seal. The event history log revealed system fault 41786 multiple times. Functional testing was able to duplicate the issue. It was determined that the printed wire assembly (pwa) board was the root cause. The pwa board and the dso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device 'constantly throws error code 41786 once powered on'. There was no patient involvement.